Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl and other blood glucose value was less than 70 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. Customer was disconnected during rewind or prime. The customer stated that he was relatively low at around 80 mg/dl when he went to sleep, then woke up to a low alert, stood up to get food but fell on the insulin pump, causing it to have multiple cracks in the front shell now. Customer experienced symptoms such as shaking, sweating, mental confusion and inability to follow simple commands. The insulin pump was dropped and time and date correct. Customer performed displacement verification test and the test was passed. It was unknown if customer used auto mode feature at the time of event. The device will be returned for analysis.

Manufacturer narrative:
Device received with segmented display with horizontal black line due to vertically cracked lcd controller. Device passed displacement test and self test. During inspection found electronic stack, motor and force sensor moisture damage.